Manufacturer narrative:
The pod was received fully deployed. Corrosion was observed on multiple internal components including the pcb, chassis, and fill sensor springs leading to low batteries and data being unable to be retrieved from the device. Fluid contact was observed on the commutator cap. No leaks were found that would contribute to the corrosion. It can not be determined if the observed corrosion is related to the reported hazard alarm. Without the download data it cannot be confirmed if a hazard alarm was generated and the exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone. Omnipod software app version. Operating system. Hardware. Cgm sensor type. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 36 and 48 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.